Manufacturer narrative:
(B)(4). Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The product is not available for evaluation and testing; however, we will review the manufacturing and quality records as applicable per our internal procedure. These records will comprise our lots/batches history records, which were created during the manufacturing of the device. Additional information will be submitted within 30 days of receipt. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00904 & 3008114965-2019-00905.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of a left proximal (a1) aneurysm at the anterior cerebral artery, after successfully deploying a 2mm x 4cm galaxy g3 mini (glm920040/s15140) coil in the target aneurysm, the physician withdrew and removed the device positioning unit (dpu) wire through the concomitant echelon-10 (medtronic) microcatheter. A 2mm x 3cm galaxy g3 mini (glm920030/s15111) coil was then requested as the next coil to be inserted and the introducer was positioned within the echelon-10 microcatheter, but there was almost immediate resistance encountered as the dpu wire was being advanced just past the hub of the microcatheter. The coil could not be advanced any further, so the coil was safely removed, and a visual inspection of the echelon-10 hub followed. A small wire segment was discovered inside the lumen of the echelon-10 microcatheter, preventing any additional coils to be advanced through. The physician then announced that some resistance was felt during the removal process of the previous 2mm x 4cm galaxy g3 mini dpu, requiring a slight tug action to get the dpu wire completely removed from the microcatheter. The user suspected that the small wire segment belonged to the distal dpu of the 2mm x 4cm galaxy g3 mini, as the dpu had separated. The physician made a comment after the case that he believed the dpu wire potentially had stretched out at the distal end. Once the small wire was observed in the microcatheter hub, the echelon-10 microcatheter was removed from the patient and final images were obtained. No additional intervention followed, and the case was concluded. Thirteen spectra coils had been placed prior to the deployment of the 2mm x 4cm galaxy g3 mini coil, so the physician felt that adequate filling of the aneurysm had been obtained. There are no follow-up procedures planned at this time. No patient complications occurred as a result of the event. The patient remains in stable condition. There was no clinically significant delay in the procedure. After the procedure, the physician manipulated the echelon-10 microcatheter to remove the wire segment. The devices were prepped and used according to the instructions for use (IFU). There was no resistance between the guidewire and the microcatheter when accessing the target site. The user did not fasten the rotating hemostasis valve (rhv) too tightly around the introducer and he continuously verified that the introducer tip and microcatheter hub remained aligned. There was also no resistance encountered during advancement of the 2mm x 4cm galaxy g3 mini coil through the microcatheter. Prior to this coil, 13 spectra coils went through the same microcatheter without resistance. An adequate and continuous flush was maintained through the microcatheter and the user confirmed that flush lines were open and properly pressurized. The 2mm x 3cm galaxy g3 mini coil and echelon-10 microcatheter did not appear damaged during the procedure. The user reportedly did not apply undue force when handling the devices. A 6fr x 80 shuttle sheath, sofia distal access catheter, prowler select plus microcatheter, enterprise 2 stent, and a synchro 2 standard x2 guidewire were also used in the case and functioned as expected. The enterprise 2 stent was deployed through the prowler select plus microcatheter and the stent fully expanded and apposed to the vessel wall. The echelon-10 microcatheter was used as the coiling microcatheter. The vessel was moderately tortuous. The small wire segment and hub pieces of the echelon-10 microcatheter will be returned for inspection. The 2mm x 4cm galaxy g3 mini and the 2mm x 3cm galaxy g3 mini will not be returned for evaluation. No further information could be obtained.

Manufacturer narrative:
Product complaint # (B)(4). As reported by a healthcare professional, during a stent-assisted coil embolization of a left proximal (a1) aneurysm at the anterior cerebral artery, after successful detachment of a 2mm x 4cm galaxy g3 mini (glm920040/s15140) coil in the aneurysm, the physician withdrew the device positioning unit (dpu) from the concomitant echelon-10 (medtronic) microcatheter. A 2mm x 3cm galaxy g3 mini (glm920030/s15111) coil was then requested as the next coil to be inserted and the introducer was positioned within the echelon-10 microcatheter, but there was immediate resistance encountered as the dpu wire was being advanced just past the hub of the microcatheter. The coil could not be advanced any further, so the coil was safely removed, and a visual inspection of the echelon-10 hub followed. A small wire segment was discovered inside the lumen of the echelon-10 microcatheter, preventing any additional coils from being advanced through. The physician then announced that some resistance was felt during the removal process of the previous 2mm x 4cm galaxy g3 mini dpu, requiring a slight tug action to get the dpu wire completely removed from the microcatheter. The user suspected that the small wire segment belonged to the distal dpu of the 2mm x 4cm galaxy g3 mini, as the dpu had separated. The physician made a comment after the case that he believed the dpu wire potentially had stretched out at the distal end. Once the small wire was observed in the microcatheter hub, the echelon-10 microcatheter was removed from the patient and final images were obtained. No additional intervention followed, and the case was concluded. Thirteen spectra coils had been placed prior to the deployment of the 2mm x 4cm galaxy g3 mini coil, so the physician felt that adequate filling of the aneurysm had been obtained. There are no follow-up procedures planned at this time. No patient complications occurred as a result of the event. The patient remains in stable condition. There was no clinically significant delay in the procedure. After the procedure, the physician manipulated the echelon-10 microcatheter to remove the wire segment. The devices were prepped and used according to the instructions for use (IFU). There was no resistance between the guidewire and the microcatheter when accessing the target site. The user did not fasten the rotating hemostatic valve (rhv) too tightly around the introducer and he continuously verified that the introducer tip and microcatheter hub remained aligned. There was also no resistance encountered during advancement of the 2mm x 4cm galaxy g3 mini coil through the microcatheter. Prior to this coil, 13 spectra coils went through the same microcatheter without resistance. An adequate and continuous flush maintained through the microcatheter and the user confirmed that flush lines were open and properly pressurized. The 2mm x 3cm galaxy g3 mini coil and echelon-10 microcatheter did not appear damaged during the procedure. The user reportedly did not apply undue force when handling the devices. A 6fr x 80 shuttle sheath, sofia distal access catheter, prowler select plus microcatheter, enterprise2 stent, and a synchro 2 standard x2 guidewire were also used in the case and functioned as expected. The enterprise2 stent was deployed through the prowler select plus microcatheter and the stent fully expanded and apposed to the vessel wall. The echelon-10 microcatheter was used as the coiling microcatheter. The vessel was moderately tortuous. No further information could be obtained. The 2mm x 3cm galaxy g3 mini was not returned for evaluation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. No non-conformances related to the reported complaint condition were identified. With the limited information available and without the product returned for analysis, the reported customer complaint of resistance/friction during advancement could not be performed. The root cause of the event could not be conclusively determined; however, it is likely that the separated portion of the dpu and/or unknown small wire segment restricted the device from advancing. This possibility is supported by the event description, which indicates that a small wire segment was discovered inside the lumen of the echelon-10 microcatheter, preventing any additional coils from being advanced through. Resistance/friction is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint device; however, it is possible that procedural and handling factors, including device manipulation and interaction with the concomitant microcatheter, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since neither the device history record review nor the information available for review suggests that there is a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-00904.